Event description:
The account alleged the side rail latches, but the upper head end of the side rail is not secured. No injury reported.

Manufacturer narrative:
The tech found the head side rail frame weld was broken. No further info is available on the repair of the bed at this time.